Event description:
The pt underwent the implantation of three cypher stents to the left anterior descending artery (lad). Approx 18 months following implant, the pt presented with chest pain and repeat angiogram revealed restenosis of the most distally implanted cypher stent. Due to stent overlap, the cypher proximal to this stent is also potentially associated with the restenosis. This was treated three weeks later with additional stent placement.

Manufacturer narrative:
Indication for the evaluation is unk. The elective angiogram revealed a type c, diffusely diseased lesion that included the ostium of the lad. The safety and effectiveness of the cypher stent has not been established in the treatment of complex lesions. The lesion was pre-dilated and the 2.5 x 23mm cypher stent was deployed first, above rated burst pressure, followed by a 3.0 x 28mm stent and a 3.0 x 13mm stent below rated burst pressure; all in an overlapping fashion. The use of 3 or more cypher stents has not received adequate clinical evaluation. In addition, lesion in the right coronary artery were treated with bare metal stents (bms). The devices remain implanted and are not available for analysis. The device history review was conducted for cjs23250/lot i0804041 and catalog cjs28300/lot i0804049, both products met quality requirements for product acceptance. Restenosis is a known potential complication associated with coronary stent placement and this pt's medial history places him at an increased risk for a major cardiac adverse event. Per the procedural physician, this event could have happened with any bms and so it is not related to cypher. Based on the available info, there are pt, lesion and procedural factors that may have contributed to the pt's cardiac disease progression. Please note; this device, catalog no. Cjs23250 is not distributed in the united states; however, it is similar to u.s. Product cxs23250. This is the first of two products involved with this adverse event, which is associated with mfg report #9616099-2006-01230.